Event description:
The physician applied a fallopian tube clip to the pt's tube with no problem, but the applicator would not release the clip. Some manipulation of the applicator was necessary to free the clip. No pt complications were reported. Another applicator was used to complete the case.